Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer stated that troubleshooting was performed for the partial display. The device will be returned for analysis.